Event description:
During an angioplasty procedure, the catheter balloon ruptured. The catheter was removed with no pt injury or further complications reported.

Manufacturer narrative:
Block h6, method code 86 was used due to no sample being returned for evaluation.